Event description:
Radiology dept alerted or of the removal of four groshong dome ports; the ports had separated from their catheters. Interdepartmental performance improvement studies initiated. Vendor notified; one such device returned to vendor for analysis.device not labeled for single use. Patient medical status prior to event: unknown. There was multiple patient involvement. Number of patients involved: 4.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: none or unknown. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.